Manufacturer narrative:
Product received; evaluation not yet begun.

Event description:
It was reported that the patients blood glucose (bg) level reached 302 mg/dl after wearing the pod for less than one hour. Customer reported that the needle deployed late.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted.